Manufacturer narrative:
Patient code: no known impact or consequence to the patient were reported. Device code: leak is not labeled. The event is currently under investigation. Blank fields on this form indicate the information is unknown or unavailable. Patient code: no known impact or consequence to the patient were reported. Device code: leak is not labeled. The event is currently under investigation.

Event description:
It was reported during homeostasis after delivery, when the end user filled the balloon with fluid, the fluid came out (leaked) through the drainage canal. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, functional test, device history record, documentation, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported one used device. Upon functional testing, it was determined that a lumen communication was occurring with the device, and when filled the liquid would leak out of the drainage port. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. The leakage is due to the communication, but the root cause could not be define to what caused the lumen communication to fail. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported during homeostasis after delivery, when the end user filled the balloon with fluid, the fluid came out (leaked) through the drainage canal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.